Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. This is a final report.

Event description:
The patient suddenly had no hearing percept with the device. There is no report of accident or trauma and no significant medical history.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient suddenly had no hearing perception with the device. There is no report of accident or trauma and no significant medical history.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly had no hearing percept with the device. There is no report of accident or trauma and no significant medical history.